Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr20 on the power pcb having shorted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on during a pre-shift vehicle check.there was no patient use associated with the reported event.